Event description:
Patient reports that during the night patient awoke to a feeling of wetness and realized that the tubing from the eco set had disconnected from the eco set patient connector. The patient brought the eco set into clinic for evaluation. Sample is available for evaluation. The patient is asymptomatic of any sign or symptoms of infection. The patient was treated with prophylactic antibiotics 1g of kefzol ip to dwell for six hours.